Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the top and bottom cases are in excellent condition. No visible contamination. The pump event history showed base hardware failure and b check syringe plunger sensor errors in the error history log (ehl). The evaluation was performed, and the reported issues was duplicated, during power up process and using biomed diagnostics monitor battery status, a syringe test also using biomed diagnostics monitor syringe plunger sensor tests. Interconnect board does not operate as intended. The root cause of the reported issue was unable to be determined, no physical damage / contamination to interconnect board. The technician replaced the interconnect board and replaced left plunger case as preventive measure. Power up process and device passed all the functional test.

Event description:
It was reported that a base hardware failure and plunger sensor errors was observed. No patient injury was reported.